Manufacturer narrative:
D4. Catalog updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 58 year old male patient treated with impella rp flex due to right heart failure in the context of durable left ventricular assist therapy. Day one following impella pump support oozing from access site was noted when patient coughed overnight. The site was redressed and bleeding has stopped. Case coded therefore to minor bleed and consequently to minor injury. Patient was re-started on continuous renal replacement therapy, therefore coded here as well, as status of pre-existing condition before impella therapy was not formulated clearly. Patient received two units of packed red blood cells due to low hemoglobin. Day four of support purge pressure alarm was high for two days in a row and resolved on its own, but consequently was addressed with purge cassette change. Five days after start of support pump was removed due to due to hemolysis confirmed by plasma free hemoglobin and lactate dehydrogenase. Patient survived following device removal. The use of multiple mechanical circulatory support systems, such as combined impella and durable left ventricular assist device therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. The occurrence of anemia and the requirement for blood transfusion during impella support are most plausibly multifactorial in origin.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that the dressing was replaced and no other issues were identified.